Manufacturer narrative:
Additional information: the operators have indicated that they caused the damage when pulling the device back into the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was intended to be used during a procedure. The intended lesion was in the proximal lad. It was reported that the stent was unable to be deployed. Damaged stent struts were noted when withdrawing back into the catheter. The stent was discarded and new one was opened. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lesion in the proximal lad had 94% stenosis, and severe calcification. If information is provided in the future, a supplemental report will be issued.